Event description:
Kotex click tampon literally broke while inside my vagina. When attempting to remove said tampon the [invalid] completely (and scarily, effortlessly) broke off, leaving the [invalid] in my hand and the tampon inside my vagina. Thank god I didn¿t have anywhere to be. Thank god I was in the comfort of my own home. And holy thank god, that after 60 panicked minutes of praying to every god that ever existed I was able to wrestle the damn thing out of my body. This is unacceptable. Not ok. Date the person first started using the product: (B)(6) 2018. Date the person stopped using the product: (B)(6) 2018.